Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device/therapy was shocking/electrocuting them. They stated that the steps taken to resolve the issue involved turning down the stimulator. The issue had been resolved. They noted they were supposed to receive the names of the doctors in their area who were familiar with the device but had not gotten that list.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the implant was causing new pain between their legs, like it was electrocuting them. The patient stated that they had not had any trauma or falls, but the implant started bothering them when they were up during the night several times. Agent asked patient if they had tried turning off their therapy to see if the device was the one causing them pain. Patient said no. Agent informed patient that they could try decreasing stimulation, switch programs or turn off their therapy. Patient said that they would need to charge their smart programmer and communicator first and call back. Patient said they don't have a managing healthcare provider (hcp) because they moved to a different address. Agent sent email to the patient with physician listings and transferred call to device registration to update their address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.